Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has distal tip damage, as part of overall visual revision. The unit matches with upn provided by the customer. Visual inspection was performed and the device presented distal tip (polymer coating) peeled exposing the corewire and bent. All the outer diameter (od) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 24-jul-2015. It was reported that the tip of the guide wire was damaged. A 300cm, 8cm v-18 control wire guide wire was selected; however, before the procedure, it was noted that the tip of the wire was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal tip peeling.